Event description:
It was reported that a patient experienced air during use of a homechoice cassette for peritoneal dialysis therapy. The patient was connected at the time of the event. When the patient drained, air and bubbles were observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.